Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage test under water were performed, and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of nitroglycerin sets leaked. The set would bend and separate ¿where the soft tubing meets the hard plastic of the luer adapter could be pulled apart by hand.¿ the set would leak due to the separation. It is unknown if a power injector was used. The issue was observed during setup in the pharmacy department. There was no patient involvement. No additional information is available.